Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1g, every 5th day, intraperitoneal, for 5 days), injection amikacin (150mg, once a day, intraperitoneal, for 5 days) and injection heparin (1000iu, once a day, intraperitoneal, for 5 days) for peritonitis. The patient was discharged nine days after hospital admission. Five days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.